Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of (B)(6) elecsys anti-hcv ii immunoassay results for 1 patient sample on a cobas 8000 e 602 module and a cobas 8000 e 801 module. The e 602 module serial number was (B)(4). The e 801 module serial number was not provided. The result on the e 602 module was (B)(6). The result on the e 801 was (B)(6). The result from a different laboratory was (B)(6). The method and instrument were not provided. On (B)(6) 2018 the qc was acceptable in both laboratories. A new sample was collected from the patient. The specific date was not provided. The result on the e 602 module was (B)(6). The result on the e 801 was (B)(6). There was no allegation of an adverse event. No erroneous results were reported outside of the laboratory. The investigation determined that the provided calibration and qc were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.